Manufacturer narrative:
The icy catheter associated with this complaint will not be returned for evaluation. The catheter was disposed on-site due to positive covid-19. Since the catheter was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During rewarming phase of ivtm therapy, the thermogard console displayed an air trap alarm and user observed the saline bag was low. The user did not observed any fluids on the floor on the bed. Suspecting a possible balloon leak. The user was able to clear the air trap alarm. Following this, ivtm therapy was discontinued and let the patient warm passively. User will not return the icy catheter due to patient was positive for covid-19. No consequences or impact to patient.